Event description:
Patient called lfs and alleged that the test strip was broken. The patient reported that there was no misuse of the meter. The patient experienced feeling light headed and dizzy. Patient was unable to test on the meter. The patient reportee taking their oral medications. Patient also reported that a medical professional treated them. The type of treatment is know known. The meter has been replaced for the patient. No further information has been reported.